Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead, implanted: (B)(6) 2015; 6935m62 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had a hematoma related to anticoagulant use. The hematoma was evacuated without problems. The patient was seen approximately two weeks later and it was found the device pocket had become infected. The device system was explanted and will be replaced at a later date. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.